Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir has air bubbles in it. The customer's blood glucose reading was 452 mg/dl at the time of incident. Customer declined troubleshooting but was advised to change the infusion set and that replacement reservoirs would be sent to them and to return the used reservoirs for analysis.